Event description:
Customer reported the insulin pump had a blank display and the buttons were not responding. Customer's blood glucose was 140 mg/dl. Customer stated the device went blank after he bumped the device on the counter. The device also had scratches across the screen long and short ones. Device might have been exposed to drops of water but was not submerged. Customer stated the device did have some corrosion on the battery cap. The battery compartment looked a little dirty. The springs were neither damaged nor corroded. Customer was advised to insert a new battery and if the display does not return to revert to back up plan until replacement cap arrives. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.